Event description:
It was reported that a symptomatic patient presented for unrelated to the device procedure with dizziness and shortness of breath. The device was explanted due to sensing issue. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.